Event description:
Caller states the use by date on the coaguchek xs test strip vial appears to be 2010-10. Manufacturer's certificate of analysis confirmed the actual use by date to be 2009-06. No adverse event reported. Requested return of suspect device and replacement was sent.